Manufacturer narrative:
It was reported that there was an unexpected shutdown during a surgery. Device history record review and complaint history review were not performed based on the low severity of this complaint. The technical investigation confirmed the reported event and identified that it is due to a known design defect. (B)(4).

Event description:
Unexpected shutdown and error occurred during seeg surgery. No obvious collision, no extra force applied. Delay less than 5 minutes. No other unexpected shutdowns. Incision made.